Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris has been temporarily approved for use in the us under emergency use authorization eua(B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported that during priming with one unit of oxiris set, an external fluid leakage at the effluent port was observed. There was no patient involvement. No additional information is available.